Manufacturer narrative:
The end user incorrectly adjusted the check valve resulting in the reported issue. The unit continued to ventilation. There was no reported patient injury. There was no reportable malfunction. The end user incorrectly adjusted the check valve resulting in the reported issue. The unit continued to ventilation. There was no reported patient injury. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure. There was no patient involvement.